Manufacturer narrative:
Product event summary: the vad was not returned for evaluation. Review of the manufacturing records confirmed that the associated vad met all requirements for release. Review of log files revealed 2 vad disconnect alarms on 14-jan-2019 likely due to physical disconnection of the driveline from the controller. Power consumption was within normal operating range. The reported event was confirmed through visual evidence provided by the site which revealed contamination on the driveline connector; however there was no evidence that the device performance was compromised. According to the vad instructions for use (IFU), failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the IFU, during the implant procedure, the user has to verify that the connector is dry and clean before attaching to the controller. If the driveline connector contains any fluid, tissue or foreign material, it should be thoroughly cleaned with isopropyl alcohol and dried with a clean cloth. Based on the available information, the most likely root cause of the reported event can be attributed to contamination of the driveline connector due to handling of the device during the implant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline connector had dried blood around the outside and on the inside. Driveline connector cleaning was performed. The vad remains in use. No patient complications have been reported as a result of this event.